Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of crimped cannula with an infusion set and was alerted by an occlusion alarm. This led to high blood glucose level and the patient took a correction injection via mdi. The symptoms were noticed 3 or more hours after insertion. The site of insertion was reported to be abdomen and it was rotated regularly. No further information available.